Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the device found that proximal stent rows 15-16 were damaged. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was moderately tortuous and moderately calcified located in the distal left circumflex (lcx) artery. After crossing a guide wire and pre-dilating the lesion, a 2.25 x 38 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted up. The procedure was completed with another 2.25 x 38 synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was moderately tortuous and moderately calcified located in the distal left circumflex (lcx) artery. After crossing a guide wire and pre-dilating the lesion, a 2.25 x 38 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted up. The procedure was completed with another 2.25 x 38 synergy stent. No patient complications were reported.